Manufacturer narrative:
(B)(4). B2: outcomes attributed to adverse event - additional. B5: describe event or problem - correction. H2: correction/additional information.

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6)2020 . The patient's arm was swelling, and he had mild pain lasting for three days; sometimes the pain occurred when exercising. An x-ray confirmed the sensor wire pieces remained in the arm muscle. On (B)(6)2020 , the patient was hospitalized and had the wire surgically removed. He was kept overnight, and discharged home on (B)(6)2020 and was doing well. No product was provided for evaluation. The allegation was confirmed based on the surgical removal of the sensor wire on (B)(6)2020. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. The patient's arm was swelling, and he had mild pain lasting for three days; sometimes the pain occurred when exercising. An x-ray confirmed the sensor wire pieces remained in the arm muscle. On (B)(6)2020, he had wire surgically removed. Following the surgery, the patient was discharged home and doing well. No product was provided for evaluation. The allegation was confirmed based on the surgical removal of the sensor wire on (B)(6)2020. The probable cause could not be determined. No additional patient or event information is available.